Event description:
Complainant alleged that during biomed testing, the device failed to power on with battery power; on ac power, the device displayed "system fault 36", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.